Manufacturer narrative:
The fse replaced the batteries to fix the issue. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test of 78 minutes. There was no patient involvement.